Manufacturer narrative:
H10: manufacturing review: a device history record and manufacturing review was not required as the event was determined to be expected and the investigation did not identify any manufacturing and/or service-related issues. Investigation summary: the magnum driver was received for evaluation. The magnum driver was visually inspected upon receipt and was found to be good overall condition. The device was functionally tested and passed the tests as gun primed and fired as normal. However, force test results higher than average but still within tolerance identified during evaluation. Cleaned via ultrasonic cleaner after disassembly as per procedure. No other anomalies were identified. Therefore, the investigation is determined to be unconfirmed for the reported device failure to prime/difficult door/self - activation issue. The root cause for reported failure to prime/difficult door/self - activation issue cannot be determined as the problem could not be reproduced. Labeling review: the labeling/packaging review was not required as the reported event is not associated with a labeling, packaging, or use related issue. H10: d4 (expiration date: 07/2025), g3, h6 (method). H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that prior to a biopsy procedure, the gun allegedly could not be cracked and had difficult door too. It was further reported that when priming the device into first position, the status indicator allegedly showed half silver, half red, and sometimes the device shoots at this stage. It was also reported that sometimes an audible click was heard when the device was locked in first prime position, and at times the device remains half primed, and other times it doesn¿t. Furthermore, when priming the device into second prime position, the status indicator was full red, and the device sometimes shoots at this stage. In addition, at times an audible click was heard when the device was locked in second prime position and at times the device fired immediately after locking into second prime position. Apparently, no needle was installed when the device fired on its own. There was no patient contact.

Manufacturer narrative:
H10: as the serial number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. H10: d4 (expiration date: 07/2025). H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that prior to a biopsy procedure, the gun allegedly could not be cracked and had difficult door too. It was further reported that when priming the device into first position, the status indicator shows allegedly half silver, half red, and sometimes the device shoots at this stage. It was also reported that sometimes an audible click was heard when the device was locked in first prime position, and at times the device remains half primed, and other times it doesn¿t. Furthermore, when priming the device into second prime position, the status indicator was full red, and the device sometimes shoots at this stage. In addition, at times an audible click was heard when the device was locked in second prime position and at times the device fires immediately after locking into second prime position. Apparently, no needle was installed when the device fired on its own. There was no patient contact.